Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the tip of the device fractured during use. The fracture occurred intra-operatively, and the procedure was completed without removing the anchor or the fractured piece of the inserter. The fractured piece remained in the patient. Attempts have been made and no further information has been provided.